Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that following a non-device related surgery, the patient experienced difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 sn (B)(6). The returned device was analyzed and the reported event was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. Despite numerous charging sessions, the ipg encountered deep hibernation events. Lab analysis confirmed a high premature battery depletion of 139.35mv with stim off, and the internal electrical measurements confirmed an excessive sleep current of 1.305ma (mili amps) and a low impedance of 1.064kohms (kilo ohms) on the vh (high voltage) node. The asic chip is damaged. This type of damage is typically caused by the ipg or lead exposure to high-voltage/high-current transients. The excessive current draw from the damaged asic resulted in the reported difficulty charging the ipg and inadequate pain relief. Electrocautery was likely used during the patients non-device related surgery. Therefore, the probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that following a non-device related surgery, the patient experienced difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.